Event description:
Attorney alleges plaintiff developed multiple physical symptoms including breast pain, hardness, lumps, burning sensation, loss of sensation, non-specific autoimmune disease, anxiety, stress, pain and suffering.